Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service completed device analysis and confirmed that there was an increase in battery consumption and recommend the device to be replaced. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service completed device analysis and confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.